Event description:
The physician used a cook endoscopy gi aspiration needle through a side-viewing endoscope to aspirate a pancreatic pseudocyst. During the initial procedure through the gastric wall the needle separated from the catheter near the distal end. Forceps were used to remove the needle from the pt. An injury to the pt did not occur.

Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for eval. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: add'l info indicated the device was used with a side viewing endoscope. The device package label contains the following statement: "to be used with forward endoscopes". Damage to the device, such as needle detachment, can occur if the device is used through a side viewing endoscope. No corrective action warranted at this time because this incident is rleated to use/procedural conditions. The product was used in contradiction with the instructtions for use. Prior to distribution, all gi aspiration needles are subjected to a visual inspection and functional test to ensure needle security.